Manufacturer narrative:
Corrected data: (B)(4).

Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.0mm ticm130v4 implantable collamer lens, -16.0/+4.5/079 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting, pupil block and elevated intraocular pressure. The patient experienced iris atrophy. The peripheral iridotomies were surgical enlarged and the lens was repositioned. The lens was not exchanged for another lens. The patient's post-op best-corrected visual acuity was 20/25.